Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a diagnostic anomaly was observed due to device failed to perform atrial sense testing. It was suggested to perform the test manually. Patient was released and device will be tested at the next interrogation.